Event description:
It was reported that the fiber cap detached and was not kept. The case was completed utilizing a second fiber. There was no indication or report of any part of the device remaining inside the patient.

Manufacturer narrative:
(B)(4).